Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset process, and informed the customer to reach out if the malfunction code appeared again. The issue did not recur after the reset, so the customer could continue to use the pump.